Manufacturer narrative:
Date of report: 16oct2018. Date of manufacturer: 11oct2018. Philip's field service engineer (fse) evaluated the device and verified the reported condition. The fse replaced the power supply to address the issue. The ventilator passed all testing and operated within the manufacturing specifications.

Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 2-sep-2018. International UDI: (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the ventilator was alarming with a 24 volt power failure. The ventilator was not in use on a patient at the time of the event. The event date was not specified; estimate used.